Event description:
It was reported that the patient was referred to the emergency department (ed) for significant epistaxis that resulted in a two-point drop in the patient's hemoglobin. No nasal packing or changes to the patient's anticoagulation regimen were required. The patient did not require admission to the hospital.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding cannot be conclusively determined. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists bleeding as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.